Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that this right ventricular (rv) lead exhibiting noise. It was reported that the impedance had been around 1,500 ohms and in (B)(6) 2011 dropped suddenly down to 200-300 ohms. No pt symptoms have been reported. The pt was brought in and troubleshooting was performed. There were a few episodes with noise and variable sensing. The pt underwent a lead revision procedure and this product was surgically capped and abandoned. No adverse pt effects were exhibited. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.